Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, false automatic mode switch episodes due to atrial lead noise were noted. No intervention was performed as the patient was asymptomatic and will continue to be monitored.